Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what were the circumstances that led to jolting sensation the patient replied it was during a change in level. The patient was unaccustomed to it and once they learned it, it was ok. Steps taken to resolve the jolting was practice. Patient reported everything is ok now. On (B)(6) 2019 the patient stated further step taken to resolve the jolting sensation was a reduced setting. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the therapy never helped patient and health care professional decided to turn therapy off (B)(6) 2018. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated patient reported that they wanted to turn on their stimulation but got a big jolting sensation. Patient was advised to turn down the stimulation before turning the stimulation back on and then he can increase the stimulation once it is on. No further complications were noted or anticipated.